Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's no delivery alarm. The mother states the customer's blood glucose level at the time of incident was 200mg/dl. The customer's levels had been over 400mg/dl. The customer treated the high with manual injection. The mother states the alarm was resolved by complete set change. The mother declined to troubleshoot at this time. The mother was advised to monitor the device and call back as soon as possible in order to troubleshoot the device.